Event description:
Sample tested positive for toxoplasmosis igg in january 2007 with result of 32 ui/ml. Same sample tested for toxoplasmosis igg using different methodology recovered <2 and a third method recovered a 2. A new sample from same pt tested in 2007 recovered 31 ui/ml. Additionally, a sample from the same pt in december tested for toxoplasmosis igg recovered 3 ui/ml. If additional information is received, appropriate notification will be provided.